Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the graftmaster 2.8 x 16 mm covered stent was used for approved indication to treat a perforation in the proximal left anterior descending coronary artery caused by another device. After deployment, the graftmaster excluded a small septal in the area it was placed but bleeding completely stopped after a 3.25 high pressure post-dilatation was used to successfully seal the perforation. The use of the device did not cause or contribute to complications or adverse events. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) clearly states not to exceed the rated burst pressure (rbp). The investigation was unable to determine a conclusive cause for the reported failure to seal. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.